Event description:
It was reported that during a mucosal prolapse procedure, instruments cut tissue, but failed to close staples. Staples had to be removed and tissue closed by hand. The patient stayed in the hospital an additional two days. There were no other reported patient consequences.

Manufacturer narrative:
Date sent: 4/1/2008. Evaluation summary: two devices (a-b) were returned for analysis. Two devices were received in good visual condition. The breakaway washer was present, uncut and the device was received fully loaded with staples. The devices were tested for functionality; the device fired and formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.